Event description:
The customer reported via phone call that their insulin pump froze when attempting to enter their blood glucose. The customer also reported a battery out limit and failed battery test alarm occurred after replacing the battery. Customer also reported their keypad was unresponsive. Customer's blood glucose was 183 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer will not be returning the insulin pump at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.